Event description:
Information as reported to davol: it was reported that the surgeon used a sorbafix with a non-bard mesh to repair a laparoscopic central hernia. Approximately twenty fasteners were used to fixate the mesh into the abdominal tissue. The next day the patient was taken back into surgery as the mesh had pulled out of the tissue and the hernia had come back out. The tacks were reported to be contained within the mesh. The surgeon used a non-bard mesh to repair the defect.

Manufacturer narrative:
Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. No sample was returned for evaluation. A lot number was not provided, therefore, a manufacturing review could not be performed. It was reported that this was the surgeons first use of the sorbafix fixation device. This MDR includes all patient, event and device information davol has received to date. Based on the available information, we are unable to determine a definitive root cause at this time.